Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up the device was interrogated and there was a pause/longer than the lower rate. It was also reported that palpated radial pulse also generated a pause. It was further reported that the patient's heart rate was listened to during the interrogate all with a stethoscope and again there was a pause. Therefore the device was replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine follow up, the device was interrogated and there was a pause/longer than the lower rate. It was also reported that palpated radial pulse also generated a pause. It was further reported that the patient's heart rate was listened to during the interrogate all with a stethoscope and again there was a pause. It was later reported that upon device interrogation it was noted to inhibit the pacemaker. Therefore the device was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.